Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was implanted on (B)(6) 2015. It was reported that they have had some experience with their stimulator sort of cutting in and out and even on one occasion it turned itself off completely for over 24 hours. It was reported that they had never let it get below the last charge line, so they had always kept it charged and in good condition. The patient wanted to be seen by a manufacturing representative (rep). They also reported a new address and requested for an updated card with their current address on it. The event date is unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID 3708360 lot# (B)(4) implanted: (B)(6) 2006 explanted: product type extension product ID 3587a lot# lb2027 serial# implanted: (B)(6) 2004 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative on 2017-nov-13 reporting that the patient expressed that they fell and after the fall the stimulation turned on and off without their remote control. It was believed that the leads or extensions were fractured/damaged. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient expressed that her stimulation would turn on and off without using the remote. The rep reported that the patient was brought into the clinic and impedances were measured. The rep reported that the patient had impedance issues on 6 of her 8 contacts. The rep reported that the patient had a fall over the summer that could be related to the issue. The rep reported that they were able to use 2 remaining useful contacts to achieve appropriate stimulation on her left side but couldn¿t get stimulation on the right side of back/leg. The rep reported that the healthcare provider (hcp) planned on replacing the leads. No further complications were reported.